Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the investigation determined that the reported issue appears to be related to operational context. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that the procedure was to treat the left anterior descending (lad) coronary artery with no calcification or tortuosity. The 3.0x23 and 2.5x28 mm xience skypoint stents were implanted. Planned aspiration was then performed but this caused the stents to become damaged and they were unexpectedly pulled out with the aspiration catheter. Then two non-abbott stents were used to treat the target lesion. There were no adverse patient sequela. No additional information was provided.